Event description:
One patient sample with discrepant troponin t results. Initial result gave 0.267 ug/l; repeated twice giving <0.010 ug/l each time. No adverse events reported in association with the results. If additional information is received, appropriate notification will be provided.